Event description:
It was reported that patient presented in clinic for routine follow-up and lead was diagnostically imaged. Externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic and will be monitored with routine follow-up.